Manufacturer narrative:
Revision occurred after 3 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 m + 6 standard humeral cup and a 9 mm spacer were explanted. These items were replaced with a 40 mm + 6 stability humeral cup and 2 of 9 mm spacers.